Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) # p100022/s014. The zisv6-35-125-6.0-120-ptx device of lot c1270167 was returned to cook ireland for evaluation, with the original packing. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was carried out. Additional information was received from the customer. There was no resistance encountered when advancing the delivery system to the target location. On evaluation of the returned device, it was noted that the device was returned with multiple bends in the outer catheter. The overall device length was measured as 124.5cm, which was within specification of 125.0cm +1/-2cm. The device was measured to be 114.3cm from the end of the strain relief to the end of the outer sheath. The thumbwheel was able to be turned. Some ribbing damage was observed on the outer catheter, which could indicate that the catheter was twisted tortuously. The device could be flushed through the inner catheter, but no the outer catheter. A 0.035¿ diameter wire guide could successfully pass through the device. The evaluating engineers then opened the handle, and observed that the retraction wire was separated from the stent retraction sheath. The customer complaint can be confirmed as the retraction wire was separated from the stent retraction sheath. Possible causes for this occurrence could include a difficult patient anatomy. The patient anatomy could have caused the damage to the outer sheath and high deployment forces, which could cause or contribute to the retraction wire separating from the stent retraction sheath. The separated retraction wire would then prevent stent deployment. However, as the conditions of use cannot be replicated in the laboratory setting a definitive root cause of this event cannot be determined. According to the instructions for use: "if high resistance is felt on the thumbwheel prior to stent deployment, do not force deployment. Carefully withdraw the stent system without deploying the stent". Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. According to information provided, the patient did not experience any adverse effects due to this occurrence and the stent deployed fully at the correct location on device withdrawal. No medical or surgical intervention was required as a result of this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends. Failure mode confirmed during laboratory evaluation as 'stent retraction wire separates from stent retraction sheath.' FDA MDR reporting required based on the malfunction precedence for this failure mode and this device.

Event description:
This follow up report is being submitted due to the conclusion of this investigation. Initial report details: it was reported that the delivery system only worked to deploy half of the stent. During release of the ptx stent, the wheel blocked the delivery system and stent could only be extracted when the whole device was released. The stent was completely deployed in the patient. There are no further problems. When the doctor pull back the whole system,(because the thumbwheel did not work anymore) the stent went out and deployed at the right place. There were no consequences to the patient. Following evaluation of the device it was confirmed the 'stent retraction wire had separated from the 'stent retraction sheath'. There is a malfunction precedence for this failure mode.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) # p100022/s014. Failure mode confirmed during laboratory evaluation as 'stent retraction wire separates from stent retraction sheath.' FDA MDR reporting required based on the malfunction precedence for this failure mode and this device. The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
It was reported that the delivery system only worked to deploy half of the stent. During release of the ptx stent, the wheel blocked the delivery system and stent could only be extracted when the whole device was released. The stent was completely deployed in the patient. There are no further problems. When the doctor pull back the whole system, (because the thumbwheel doesn´t work anymore) the stent went out and deployed at the right place. There were no consequences to the patient. Following evaluation of the device it was confirmed the 'stent retraction wire had separated from the 'stent retraction sheath'. There is a malfunction precedence for this failure mode.